Event description:
The device was used during a hernia procedure. Reportedly, the cartridge disengaged. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.